Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic, lower back, lower abdominal and vaginal area pain, severe pain during intercourse, urinary, yeast, and vaginal infections, persistent urinary incontinence, retention and leakage, abnormal bowel movements with rectal bleeding, and abnormal vaginal discharge with odor. No further info has been provided.